Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: steps 10 and 11 confirm there is no keypad issues, so complaint could not be duplicated. Keypad symbols are discolored. A battery compartment crack was found on the side of the battery compartment from the case seal traveling up toward the top of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.